Manufacturer narrative:
Insulin pump received with a small portion of bleeding lcd glass.

Event description:
The customer's parent reported via phone call that the screen of insulin pump had black spot. The customer's blood glucose value was unknown. Customer reported damage to the insulin pump. Customer dropped the pump down stairs. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.